Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported sensor error and a high reading issue with the freestyle libre sensor. The customer reported he fell into hypoglycemia due to issues and required treatment from family member. A sensor reading of 4.0 mmol/l as compared to a reading of 1.5 mmol/l on an unspecified device was reported. No further information was provided. There was no report of death or permeant injury associated with this event.

Event description:
A customer reported sensor error and a high reading issue with the freestyle libre sensor. The customer reported he fell into hypoglycemia due to issues and required treatment from family member. A sensor reading of 4.0 mmol/l as compared to a reading of 1.5 mmol/l on an unspecified device was reported. No further information was provided. There was no report of death or permeant injury associated with this event.

Manufacturer narrative:
Sensor 0m000dlc79w has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform linearity testing and a sim vivo (simulation of the electrical signal produced by the sensor tail) test while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.